Event description:
The reporter did back to back blood glucose tests, within 10 minutes, using samples from right and left hands. Results were 65 and 110 mg/dl. Reporter did not have any symptoms. The reporter was temporarily out of control solution, so testing was not done. No harm was alleged.